Event description:
The customer contact reported a separation. The unspecified symbiq tubing set was to be used to deliver an unspecified medication via symbiq pump. On an unspecified date, it was reported that during priming, the tubing separated from an unspecified location on the tubing set. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.